Manufacturer narrative:
A ge representative evaluated the system and found loose power connections in the power cord and input transformer. These connections were repaired and system operates as intended.

Event description:
The customer reported the system displayed a communication error. No pt injury was reported.